Event description:
Siemens was notified on (B)(6) 2012 that two incidents occurred, both head and neck pts, where the specified reference point from vsim was not properly transferred to the CT lasers. Reportedly, the coordinates to which the lasers pointed differed from the coordinates specified in vsim. The problem was noted because the reference point had been placed in the neck-shoulder region in vsim but the CT lasers pointed to the mouth-nose region. The customer then manually moved the lasers to the desired coordinates to mark the pt. There is no pt mistreatment reported. However, the customer finds this issue to be critical since it may not be noticed when happening in the thorax or pelvis regions. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2012 and this MDR is being mailed on august 22, 2012. Siemens' investigation into the reported event revealed that no deviation between the laser system and the vsim system occurred. By accident the user did not select the dialog option "structure centroid" before creating the new "iso" reference point. The new "iso" reference point was therefore, initiated with the same coordinate as the "laserorigin" position. New reference points were created for purpose of reproducing the reported issue. The error has not recurred since the time of the reported issue and the customer has confirmed the reference point is still stored as it is displayed. Therefore, no further action is required. (B)(6).